Event description:
It was reported bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: ¿we had a primary set up and the nurse was setting the secondary medication when it backed flowed into the first one."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: ¿we had a primary set up and the nurse was setting the secondary medication when it backed flowed into the first one."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. . D.9. Returned to manufacturer on: 2/3/2022 h.6. Investigation: one primary tubing (model 2426-0500) and one secondary tubing were returned by the customer. It was reported that the nurse was setting the secondary medication when it backed flowed into the first one. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by connecting a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. The blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier was able to confirm back flow. The supplier found particulate matter in the device. The particulates found in the returned sample were identified to be silicon, oxygen, sodium, chlorine, and iron. These materials are not used in the design of the check valve. Since these materials are related to IV solution, a definitive root cause was unable to be determined. We will continue to track this issue and watch for any emerging trends. A device history record review for model 2426-0500 lot number 21103325 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21103325 regarding item #2426-0500. H3 other text : see h.10.